Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the door switch was replaced and adjusted the top right door switch. Dingus was replaced as it was hitting the sidewall rails during rotation and making noise. Setscrew was adjusted to correct setting. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts have not been received by manufacturer for evaluation.

Event description:
A site representative reported that pendant displayed door open message when the door was closed when the gantry was in neutral position and not titled. On the aware date, the representative reported that the reported issue reoccurred while setting up for a deep brain stimulation (dbs) procedure. It was noted that the gantry was tilted during the second occurrence. During troubleshooting, the door switch was checked. Due to the larger tilt angle the rotor was touching the door switch and the message was displayed on the system. There was no patient present at the time of the issue.